Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-3680 fibertak® button implant systems second stitch would not pull through the anchor. This occurred during a rotator cuff biceps tenodesis on (B)(6) 2025, the device remained in the patient and the second stitch was tied to the first stitch over the tendon. This resulted in a five-minute delay and it is unknown if additional anesthesia was administered.